Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation during the implant procedure. It was reported that the right atrial (ra) lead was on the contralateral side of the superior vena cava (svc) and had protruded into the chest cavity, which was confirmed by x-ray and computerized tomography (CT). The patient was transferred with introducers in place and emergency hemostasis was performed. The introducer was explanted and the ra lead was explanted and replaced under general anesthesia. No further patient complications have been reported as a result of this event.